Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion and excessive no delivery test due to the motor error alarm. A cracked display window, cracked reservoir tube lip and scratched lcd window noted.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 272 mg/dl. Customer wears a magnetic bracelet. Customer also stated that the insulin pump is not delivering the correct amount of insulin. Nothing further reported.mary